Event description:
It was reported by service report that the scale was displaying inaccurate weight numbers. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: footend load cells.